Event description:
The company was informed that the patient developed an edema and an erythema at the implant area and received a medical treatment with deflazacort. On (B) (6), 2009, the patient's skin showed no evidence of infection. On (B) (6), 2009, the patient presented an edema at the mastoid region and received a treatment with deflacort bacterol. On (B) (6), 2009, the patient experienced purulent discharge, which was treated with fixamicin hc. A surgery to drain seropurulent material from the patient's infection site was performed on (B) (6), 2009. The patient's infection site showed improvement with continued treatment, however, on (B) (6), 2010, the patient's implant site showed a cystic lesion with serous material. On (B) (6), 2010, the physician decided to continue the treatment of the patient's implant site with hydrogen peroxide twice a day. The patient underwent a cartilage surgery on (B) (6), 2010. The patient continued to receive antibiotic and deflazacort treatment. In (B) (6) 2010, the patient experienced inflammation with serous material drainage at the implant site, followed by a fistulous ulcer and the extrusion of the internal device. On (B) (6), 2010, a surgery was performed to remove gel-like material and fibrous tissues, reposition the internal device, and revise the flap. The patient is currently free of infection and continued to be treated with antibiotics.